Event description:
Information received from the affiliate states that the stent was correctly positioned (lesion site unknown), but could not be deployed. The product was withdrawn from patient. Upon inspection of the device it was noticed that the stent had partially deployed in the patient. As per the qualrap, no additional information is available.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submited within 30 days of receipt.